Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, the home unit was not working. She described that the device started to flashlights and then stopped working. She said that she was having difficulty breathing. Her o2 had dropped to 82% which causes her to go to the hospital where she stayed for 3 days. She reported that she did have a portable unit as an alternative oxygen supply. At the hospital she received breathing treatment and supplemental oxygen with antibiotics. The patient has a history of congested heart failure, copd and emphysema. The patient received a replacement 2 days after the event.